Event description:
Complainant alleges while the crew was moving the patient into the vehicle, the legs lowered unexpectedly. Medic alleges injury to the left shoulder. No further details have been provided.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject cot and the reported issue was not able to be duplicated. No malfunctions were observed and the cot was operating according to specification. The IFU for the product provides sufficient instructions on the operation of the cot and the importance of verifying locked positions before releasing hold of the cot. The complainant could not provide any additional information on the alleged injury.

Event description:
Complainant alleges while the crew was moving the patient into the vehicle, the legs lowered unexpectedly. Medic alleges injury to the left shoulder. No further details have been provided.